Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000mleva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. This occurred after preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date - the lot was manufactured between october 11th, 2023 and october 12th, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.